Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that oversensing and "cross talk" between the ventricular lead and this atrial lead was noted. No further information was provided. No adverse patient side effects were reported and there was no mention of any intervention.